Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported that the patient experienced uncomfortable stimulation due to high impedance on the lead. As a result, surgical intervention was undertaken on (B)(6) 2020 during which the lead was re-positioned. Surgical intervention addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.